Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside the air tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: heavy dust inside the unit causing it to overheat and the spare lamp would turn on should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject device had lamp issues. The event occurred during sedation (device inside patient) of a colonoscopy procedure, which was completed with the same device. There were no reports of patient harm.